Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Reporter: initial reporter: address unavailable. Bd corporate address used. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe with bd luer-lok¿ tip with needle had mixed products with it. This occurred on 200 occasions. The following information was provided by the initial reporter: material no. 305122, batch no. 7236556. It was reported different needles were mixed in.

Manufacturer narrative:
H.6. Investigation: five (5) samples and two (2) photos were provided by the customer for investigation. The five (5) samples were in a continuous blister pack row. The five (5) samples were examined and it was observed that two (2) of the samples contained needles which were longer than the other three (3) samples. Two (2) photos were provided by the customer of the blister pack row. The first (1st) picture is of the entire blister pack row and the second (2nd) picture is of two (2) of blister packs showing the difference in length clearer. The device history record (DHR) review did not reveal any defects or issues reported and no quality notifications were issued. A line clearance was completed from the previous product of 27ga x ½ needle. Therefore, it is possible that an operator manually dumped the incorrect needle length into a product hopper.

Event description:
It was reported that bd¿ syringe with bd luer-lok¿ tip with needle had mixed products with it. This occurred on 200 occasions. The following information was provided by the initial reporter: material no. 305122 batch no. 7236556 it was reported different needles were mixed in.